Manufacturer narrative:
There was no patient involvement. Product is an instrument and not implantable. Evaluation is pending upon completed investigation of the product and requests have been made for the return of the product. Device manufacture date is unknown.

Event description:
In a kit inspection on (B)(6) 2010, the sales representative noticed that the end was broken off the pathfinder end extender sleeve. This malfunction has been associated with an adverse event in the past. There was no patient harm.